Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely that the image did not appear and e224 was displayed because unexpected stress was applied to the cable by user's handling and the cable unit failed. Regarding the handling of the device, the following is described in the instruction manual, which may prevent the phenomenon: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable.

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. The investigation is ongoing. The definitive cause of the user experience cannot be determined at this time. Physical evaluation of the complaint device reveals there is no image, only color bars are being displayed with error e222, due to faulty cable unit. This report will be updated upon completion of the investigation or upon receipt of additional relevant information

Event description:
It is reported during preparation for use, a 4k camera was found to have degradation of the image quality. There was no patient impact related to this occurrence.